Event description:
Device issue: proximal shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that after pre-dilating the lesion with a 2.5 x 12 balloon, the 3.5 x 15 promus was advanced, but it would not cross the lesion. While pushing the stent delivery system (sds), against resistance, in the attempt to cross, the shaft broke. The sds was removed with no reported patient effects. The patient remained stable. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. Failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. Kinks or bends in the shaft can lead to weakening of the stent delivery system (sds) material such that subsequent application of force or further handling can cause a separation. In this case, the shaft most likely kinked during advancement of the catheter in the anatomy and further manipulation of the catheter would have contributed to the shaft separating. It was reported the promus sds was pushed further as resistance was encountered, which likely contributed to the shaft kinking and ultimately separating. It should be noted that in the promus instructions for use (IFU) it states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this case, the reported failure to advance and hypotube separation appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.